Manufacturer narrative:
(B)(4). Batch #t95533. Investigation summary the device was returned with no apparent damage. The blade tip was intact and not broken off as reported by the customer. Upon visual inspection, was noted that the hand activations contacts were damaged. The device was connected to a test hand piece with difficulty. During mechanical testing, the rotational knob did not rotate freely. The device was then functionally tested on a gen11 generator. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication issue, activation issues, incomplete pre-run test or alert screens. It is possible that the "tighten assembly" and "relax pressure on blade" alert screens reported by the customer were caused by to the damaged hand activation contacts. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient suffer any adverse consequences?

Event description:
It was reported that during a surgery for rectal cancer, "tighten assembly" and "relax pressure on blade" were displayed by the generator. Even though the device was reassembled many times, it didn't help. During the process of wiping and cleaning, the blade tip fell off. Changed to another device to complete the surgery. There were no patient consequences reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2020. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No patient consequences.